Event description:
It was reported that shaft break occurred. A 3.5mm x 12mm quantum maverick balloon catheter was selected for use. However, after taking out the balloon from the protector, it was noted to break in two. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable. Returned device consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The tip, balloon, markerbands, hypotube and inner/outer shaft were microscopically and visually inspected. Inspection revealed complete fracture in the hypotube located 64.4 cm from the strain relief, with numerous kinks in the hpypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 3.5mm x 12mm quantum maverick balloon catheter was selected for use. However, after taking out the balloon from the protector, it was noted to break in two. The procedure was completed with another of the same device. No complications were reported and the patient's status was stable.